Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed that the device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the observed issue. Stryker replaced the device's power pcb assembly and user interface pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.